Event description:
It was reported that the implanted device only lasted 8 months. Please refer to manufactures report # 6000032-2013-00139 for additional information on a related device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3888-28, lot# l34679, implanted: (B)(6) 1995. Product type: lead: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1995. Product type: extension. (B)(4).